Event description:
It was reported that the syringe 5ml saline fill ce experienced a poor seal on packaging which was noted prior to use. The following information was provided by the initial reporter: bd posiflush packaging opened & not sealed.

Manufacturer narrative:
Investigation: bd has been provided with an affected sample for catalog 306574 lot 8117793 to investigate for this record. The received sample has a tear on the plunger rod area. As a result, bd was able to verify the reported issue. There were no issues documented in relation to the manufacturing records. Considering the area where this defect has been produced, at the thumb press of the plunger rod, next to the cross sealing, the film could have experienced some tension and, consequently, could have torn. After bhr and manufacturing records review, there were no issues documented related to the reported complaint. There were no qns issued during the production of batch #8117793 and all inspections were performed with correct results. This defect could have been produced during the primary packaging. If the cross sealing is applied too close to the thumb press of the plunger rod, the film could have tense and, consequently, could have torn.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 5ml saline fill ce experienced a poor seal on packaging which was noted prior to use. The following information was provided by the initial reporter: bd posiflush packaging opened & not sealed.